Manufacturer narrative:
Updated UDI: (B)(4). Device evaluation: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: needle holes in the needle chamber were noted. The position of the cam when valve was received was 70 mm h2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832, with lot ctbct6, conformed to the specifications when released to stock on the 27th february 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the patient had a accepted a v-p shunt implanted on (B)(6) 2016. Initial pressure was 120mm h2o. On (B)(6) 2016 csf didn't drain well. It was suspected that the valve occluded. On (B)(6) 2016 revision surgery was operated. The surgeon revised and replaced the valve. The patient condition was then reported as stable.